Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during an implant attempt the helix of the right ventricular lead malfunctioned. The helix exited the lead body upon insertion into the patient. Another lead was implanted. No patient complications have been reported as a result of this event.